Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was noted the patient had recently undergone a right ventricular (rv) lead revision and this lv dislodged after that procedure was performed. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--